Event description:
Roche account executive reported: account generated two discrepant results from one pt sample. Upon verifying with the customer, one discrepant result was provided. Initial creatinine result was less than 0.2 mg per dl. Same sample was repeated on this i800 and on a c501, giving 1.0 mg per dl on both analyzers. Initial result was reported and a corrected report was sent. Customer states the pt was not treated, nor harmed, based on the initial result. Both the customer and the field application specialist believe the discrepant results were due to the pt sample, not an instrument problem. Account executive states customer does not spin the specimens per MFR specs for the tubes they are using. They use pst tubes with gel and spin the tubes for 5 minutes at 4000 rpm. (MFR recommends 10 minute spin at 4000 rpm). Account refused dispatch because they believed cause was sample related. Customer states they have changed their protocol for centrifugation and are now centrifuging for 10 minutes. F/u confirms the issue has been resolved by the customer.